Event description:
It was reported that this product was subsequently explanted for an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection showed an arc mark on the sense b distal ring most likely from electrocautery. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a spinal cord stimulator implant and a history of seizures has received multiple inappropriate shocks due to oversensing of myopotentials with lower signal amplitudes. The patient was brought into the clinic and these myopotentials were reproducible. The gain of the system was increased to prevent these inappropriate shocks. No adverse events were reported.